Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.  0001649390-2024-00271-1 3011050570-2024-00226-1 lostsensor1alert (780) was found on: (B)(6) 2024 11:31:00.000, (B)(6) 2024 11:41:00.000, (B)(6) 2024 11:41:00.000, (B)(6) 2024 08:47:00.000, (B)(6) 2024 08:57:00.000, (B)(6) 2024 10:14:00.000, (B)(6) 2024 10:24:00.000, (B)(6) 2024 14:24:00.000, (B)(6) 2024 17:09:00.000. Sensorerroralert (801) was found on: (B)(6) 2024 22:34:57.000, (B)(6) 2024 18:34:56.000, (B)(6) 2024 18:44:00.000, (B)(6) 2024 00:34:56.000, (B)(6) 2024 00:44:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 02:09:53.000, (B)(6) 2024 02:09:53.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 04:00:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 04:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 18:00:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 00:10:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 00:15:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 11:38:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 22:59:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Low battery alert was found on: (B)(6) 2024 04:09:00.000. Replace battery alert was found on: (B)(6) 2024 13:40:00.000. Insert battery alarm was found on: (B)(6) 2024 13:40:00.000, (B)(6) 2024 17:16:51.000, (B)(6) 2024 17:26:00.000. Pump error 23 alarm was found on: (B)(6) 2024 17:27:04.000. Power loss alarm was found on: (B)(6) 2024 17:27:20.000, (B)(6) 2024 17:27:28.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) -2024 at 1:53:58 am. There was no power data available for the dates of (B)(6) 2024 and (B)(6) 2024. Unable to check power data for low battery alert, replace battery alert, pump error 23 alarm and power loss alarm. No unexpected low battery alert, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max alkaline battery installed. Unable to verify customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024 listed on smartsolve and the days prior to the event date due to insufficient data in the trace/history files. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2024. The customer was not admitted to a hospital prior to the reported incident. The cause of death was low blood glucose. The customer¿s blood glucose was unknown. The customer was wearing the insulin pump at the time of death. The customer was using a sensor. The insulin pump will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.